Event description:
The dealer states that it keeps giving an error code 1 red and 1 green for major leak and shuts down. Dealer unable to find anything leaking and has spoken with our technicians and no resolution. A pc board was replaced and that didn't fix it either.